Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with unexpected restart alarm during error test due to connector voltage leak. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that the buttons are sticking and the numbers continue to scroll on the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer blood glucose level was 150 mg-dl at time of reporting. Nothing further reported.